Event description:
The customer reported a frozen screen and unresponsive buttons. The customer also reported a crack on the screen, as well as condensation underneath the screen. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a blank display due to a corroded electronic assembly and motor. Unable to verify the frozen display due to the blank display.